Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As a result, the complaint was able to be confirmed for use against the instructions for use (IFU). The likely cause of the issue was determined to have been use of an angio-seal device on an insertion site which was too large for it. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that a 6fr angio-seal device was implanted in 7fr access incision on (B)(6) 2023. The patient presented with a pseudoaneurysm on (B)(6) 2023. The doctor operated that night, the angio-seal was already encapsulated, and ultrasound showed leaking. Additional information was received on 20apr2023: the procedure performed for the patient prior to using the closure device was a leg angioplasty/stent. The procedure sheath that was used was 7fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved as expected with the angio-seal device. The estimated blood loss was less than 250cc. The patient was in stable condition. Multiple sticks were not performed to gain arterial access. The puncture site was in the common femoral artery (cfa), proximal to the bifurcation, distal to the inguinal ligament and iea. Ultrasound (us) testing was performed and testing to diagnose the pseudoaneurysm. Medical or surgical intervention performed to treat the pseudoaneurysm. Intervention was ultrasound (us) guided compression, and thrombin injection. The patient does not have a history of bleeding disorder, however on dual antiplatelet therapy (dapt). The patient was on blood thinning medication asa/plavix.

Manufacturer narrative:
The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.